Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient used an inappropriate aseptic technique (no further information provided). The peritonitis was manifested by abdominal pain, nausea, vomiting, and fever. On an unknown date, the patient was hospitalized (indication not specified). The day after the event onset, the patient was started on intraperitoneal cefathiamidine (1 gm nightly for eight days) and intraperitoneal ceftizoxime (1 gm nightly for fifteen days) for peritonitis. Therapy remained ongoing. On an unknown date, the patient was retrained on proper aseptic technique. Fifteen days after event onset, the patient was discharged from the hospital and recovered from the peritonitis that same day. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.